Manufacturer narrative:
H11: corrected data: d4: complete UDI number added. H11: corrected data: d4: complete UDI number added.

Manufacturer narrative:
H3, h6: siemens healthineers completed the investigation of the reported event. During the investigation, additional information was provided to siemens healthineers stating the patient was still being treated eight weeks after the date of the event ((B)(6) 2023). No dicom images were available for investigation, however, a rfswd log file was found. The file belongs to an examination with a 149.68 kg patient. According to the questionnaire the weight of the patient involved in the reported incident was 347 lbs (157.4 kg). The complete examination of the patient¿s femur lasted 52.7 min with an active scanning time of 29.95 min. No abnormality was found, which would indicate a system malfunction. The complete measurement was performed in the first level operating mode. The sar values were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was (B)(4) of the first level mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Furthermore, the patient absorbed 42.5 wmin/kg which is clearly below the limit of 240 wmin/kg defined in the mr safety standard (iec 60601-2-33). The system and the used rf coils were checked by our service engineer and found to be in specification. In summary no hardware or software problem was found which would explain the patient's burn. The patient was under anesthesia, however sedated patients must not be examined in first level mode. Furthermore, it was unknown, if distance cushions were used to prevent contact of the patient with the bore wall or a receive coil. Therefore, a likely root cause for the burn is a direct contact of tissue with the bore wall. This can result in high-frequency current loops which are capable of causing local burns. To prevent these possible burns a warning notice is implemented in the magnetom family operator manual - syngo mr b19, which contains the necessary preventive measures. It states that a minimum distance of 5 mm should be maintained between patient and tunnel covering. The instructions in the operator manual regarding correct patient positioning such be adhered to avoid such incidents in the future. It was further mentioned in the complaint that during the examination a temperature warning error occurred. The "the system will shut down in 60 seconds" message can be triggered by two cases that later cannot be distinguished with this sw version: a) the vlm automatic system shutdown device detected smoke (it is very sensitive and can detect smallest portions of smoke long before any fire happens). B) the gradient coil temperature sensors reached their error level > 85°c. The above warnings are not a likely root cause for the patient¿s abrasion/burn. However, pulling the patient out of the MRI bore quickly due to the shut-down message might have added additional stress to the patient's burnt skin. This complaint has been closed. No further action is deemed necessary.

Manufacturer narrative:
A4: the patient¿s weight is approximately 300 lbs. An exact weight was not provided. H3, h6: siemens healthineers has initiated an investigation of the reported event. The investigation is ongoing. A supplemental report will be submitted if additional information is obtained upon the completion of the investigation. H6: code 4756 was utilized for component code because not enough information was provided to siemens to determine what system component, if any, may have contributed to the complaint event.

Event description:
Siemens healthineers was informed that a that a patient sustained a burn on his elbow during an examination of his left femur under general anesthesia on (B)(6) 2023. During the exam, the technologists received an alert that stated they had 60 seconds to get the patient out of the bore before the system would shut down. The system shut down before the technicians could remove the patient. The table had to be manually released and pulled it out of the bore. It was then noted that the patient had a wound to the right elbow that looked like a blister and the skin had peeled off. The wound was cleaned, and a dressing was applied. The patient was then referred to the hospital wound care unit. The wound was assessed and was noted to be a burn with serosanguineous drainage, measuring approximately 4 cm in length, 3.5 cm in width and 0.1 cm in depth. To date, no further information has been provided to siemens healthineers regarding the severity of the patient's injury or the necessity of additional medical treatment.